Event description:
It was reported that the patient was experiencing ineffective therapy of their left dbs system. As a result, surgical intervention took place on (B)(6) 2024, wherein a new lead was added to the existing system to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.